Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Part # 778270001; #778225555; #868-021. (B)(4). Part # 778270001, 510k k090390; #778225555, 510k k090390; #868-021 510k k040962. The devices have been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient underwent a revision surgery 14 months post-op due to inflamed tissue surrounding the construct and corrosion on the rod and 2 set screws. The implants were removed. It was noted that the screws that were implanted during a later surgery to extend the construct showed no signs of corrosion. No additional patient complications were reported.

Manufacturer narrative:
Visual and microscopic examination of the set screws, mas, rods, and other associated hardware noted pitting; the pitting/corroded locations are noted at component interface points. These construct interface points, when assembled, would provide crevices which can promote in vivo corrosion. Stainless steel corrosion resistance is obtained from a passive film which forms in an oxygen rich environment; the presence of large amounts of biological material within the minute crevices of the construct would tend to be more vulnerable to this type of attack. The pitted areas seen under microscopic examination are consistent chemical attack due to crevice corrosion. The nature, location, and corroded surface morphology of the returned implants are consistent with anticipated in-vivo wear due to crevice corrosion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.